Event description:
While performing a shoulder arthroscopy, the physician was using the arthrocare wand. While in use, it was noticed by the surgeon that a small metal piece on the working end of the wand was missing.